Event description:
Rapid response called on patient and a glucose check was done. New wing #8 glucometer was used and gave a result of 203 at 0429 hours. After further evaluation including a code stroke with CT scan, patient was moved to ICU. A second glucose check was done by myself based on further decline in patient condition and no other known reason at that time. ICU #5 glucometer was used and gave a result of 137 at 0505 hours. Lab work was obtained by kaleb gibbs at 0515 via a fresh IV start. No IV fluids were running. Lab result which was rerun and verified showed a glucose level of 28. Patient ultimately received d50 and all rapid response inducing new-onset symptoms resolved.